Event description:
It was reported by service report that the foot support is broken and sharp edges were reported. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Foot support.